Event description:
During a polypectomy procedure, a portion of the snare loop became detached inside the patient. The broken portion was retrieved, possibly with forceps. The facility indicated that there was no pt injury. No additional details have been provided.